Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated the patient experienced trauma (fall) and began to have pain. No conclusions could be drawn about the reported polyethylene wear without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised because of a fall resulting in lateral knee pain. Poly wear was noted intraoperatively.